Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned severed approximately 13 centimeters from the terminal pin; both segments were received. There was a setscrew mark on the terminal pin in the correct location. The helix was fully retracted with no anomalies noted. Resistance testing was completed on each segment to assess lead electrical performance and the measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited changes in amplitudes, pacing threshold measurements, and pacing impedance measurements. It was discovered through both an ultrasound and a chest x-ray that this right ventricular (rv) lead had perforated the heart wall caused a pericardium effusion. The rv lead was explanted and successfully replaced. The patient also received antibiotic treatment for the risk of infection. No additional adverse patient effects were reported.